Event description:
According to the reporter, post operatively, there was a small second burn at the plaque site on the patient's thigh. When went to remove the plaque, there was hyperemia where the thigh was in contact on the other side. The procedure ended normally and no electrode replacement necessary, however, this burn was observed on the patient's thigh. Standard treatment was given for second-degree burns. There was no aggravation of the burn.

Manufacturer narrative:
D10 concomitant product: rfagen, rfagen rf ablation system x1, (sn: (B)(6) ) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operatively, there was a small second-degree burn at the plaque site on the patient's thigh. When went to remove the plaque, there was hyperemia where the thigh was in contact on the other side. The procedure ended normally and no electrode replacement necessary, however, this burn was observed on the patient's thigh. Standard treatment was given for second-degree burns. There was no aggravation of the burn. The generator in full working order and has not displayed any defects or error codes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.